Manufacturer narrative:
B5- it was previously stated that this report would capture five failures because the number of unique patients was unknown. Additional information was received 24sep2019 indicating that all failures occurred on different patients during different events. This report will encompass one event that occurred on (B)(6) 2019. The four other failures are now captured under medwatch report #1820334-2019-02448, medwatch report #1820334-2019-02449, medwatch report #1820334-2019-02450, and medwatch report #1820334-2019-02451. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.

Manufacturer narrative:
B5: it was originally reported that the user experienced difficulty removing the inner stylet from one device. Additional information received 04sep2019 indicates there were five devices of the same lot that experienced the same failure. It is currently unknown if all of these failures were related to the same patient. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was used in a patient for a liver biopsy procedure. The user reports difficulty removing the inner stylet from the needle. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10- product received on: 22oct2019. Investigation-evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, visual inspection, functional test, and dimensional verification, were conducted during the investigation. The device was returned undamaged and lacking biological matter on the surface. The coaxial needle assembly could not be unscrewed by hand and required pliers to unscrew. The failure could not be replicated by retightening the device and attempting to unscrew it again. Additionally a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) for the lot showed no nonconformances. Relevant coaxial needle subassembly showed no nonconformances as well. A database search revealed four other complaints from the lot at the time of investigation. These all were reported from the same user facility and concern the same failure mode. There is no evidence to suggest there is any nonconforming product in house or out in the field. Review of product labeling: cook also reviewed product labeling. Instructions for use are packaged with this device. Relevant sections include: intended use quick-core biopsy needles are intended for soft tissue biopsy. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for soft tissue biopsy should be employed. How supplied. Upon removal from package, inspect the product to ensure no damage has occurred. It is possible that the device is screwed too tightly during pertinent quality control inspection steps. However the returned device could not replicate this failure mode upon retightening it, so this potential cause of failure cannot be confirmed. Based on the information provided, inspection of the returned product and the results of the investigation, a definitive conclusion could not be made. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.